Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ICD was explanted and replaced due to pocket infection. The patient's condition was reportedly good pre- and post-operative.